Event description:
Event description guidant received information that the examination of this implantable pacemaker's (ipm) electrocardiograms indicated device output; however, there were no pacing spikes seen on an external electrocardiogram. Later, the ipm was found to be pacing, but no capture was noted. Lead impedance for both leads were found to be > 2500 ohms in both polarities.